Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged meter issue occurred. According to the csr's documentation, just prior to the start of the reported meter issue the patient was experiencing symptoms of blurry vision, confusion, cold sweats, and felt like she was going to pass out. The patient, however, denied receiving any form of treatment after the alleged issue occurred. During troubleshooting, the csr verified the patient was not using the subject meter for the first time. The csr noted that the alleged issue was not noted during troubleshooting. Replacement product were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.